Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation on march 25, 2010 that an optiflex nitinol stone retrieval basket was used in an unknown procedure (patient age, gender, and weight are unknown). According to the complainant, the retrieval basket "would not close." It is unknown if a stone was present in the basket when the malfunction occurred. Additional event and patient information is reported to be unavailable.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation on (B)(6), 2010 that an optiflex nitinol stone retrieval basket was used in an unknown procedure (patient age, gender, and weight are unknown). According to the complainant, the retrieval basket "would not close." It is unknown if a stone was present in the basket when the malfunction occurred. Additional event and patient information is reported to be unavailable.

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Manufacturer narrative:
A visual inspection of the returned device found the device partially closed with "crystal like residue" on the drive wire. A functional check found the basket was unable to open or fully close when the handle was operated due to the sheath being stuck to the drive wire. Manual function of the device found that the drive wire did not move smoothly. It is unknown what the "crystal like residue" is, but the material found may have contributed to the basket being unable to close. There is not enough information provided in the complaint event or evidence available to indicate a root cause for this complaint. Therefore, the most probable root cause for this complaint is undeterminable.